Event description:
Distributor contacted dexcom technical support on (B)(6) 2015, to report a broken sensor wire occurring on (B)(6) 2015. Upon removal of the sensor pod, the sensor wire remained in the patient and was removed with tweezers by the parent. The senor was inserted on (B)(6) 2015 at the abdomen. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).